Event description:
The summons alleges the consumer was found asphyxiated with his head caught in the space between the hand rails.

Manufacturer narrative:
Manufacture received summons alleging a bed rail entrapment. Entrapment zone is unknown at this time. The summons alleges two different style rails were on the bed and no model and/or serial number of rails have been provided. It is unknown if the rails were even invacare rails. A model number of bed provided was an invacare bed. No additional info has been provided.